Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by abdominal pain and general weakness. The cause of peritonitis was not reported. The patient was hospitalized on the same day as the onset. It was reported that the patient was treated with an unspecified drug (dose, route and frequency not reported) for peritonitis. It was also reported that the patient received preventive training. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.  .